Event description:
It was reported that during a low anterior resection procedure, surgeon fired the device; the proximal end stapled but the distal end did not staple. The surgeon had to sew the rectum transanally before using the circular to close. As a result of the difficulties encountered with this device, the procedure was prolonged 20 minutes. There were no adverse consequences for the patient. The device will not be returning as it was thrown away immediately after the operation.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.